Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The product support engineer (pse) replaced the power switch overlay to address the issue power led failure. The pse also replaced as part pm the blower assembly, lithium-ion battery, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. Unit was tested and passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the power led turned off caused by vibration. The customer reported there was no patient involvement.